Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were corrected: h4: the following sections were updated: b4, b5, g3, g6, h2, h3, h6, h11 no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The reported event is not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Event description:
It was reported patient has been indicated for a revision procedure approximately six years post implantation due to the glenoid loosening. No revision has been reported to date. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). D10: comp rvrs 25mm bsplt ha+adptr, cat# 010000589, lot# 297750; comp rvs cntrl 6.5x30mm st/rst, cat# 115396, lot# 391730; comp lk scr 3.5hex 4.75x20 st, cat# 180551, lot# 401340; comp nlk scr 3.5hex 4.75x30 st, cat# 180560, lot# 585150; comp nlk scr 3.5hex 4.75x35 st, cat# 180561, lot# 232710. G2: united kingdom. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were corrected: d4, h4. The following sections were updated: b4, b5, g3, g6, h2, h11. Once the investigation is completed, a supplemental medwatch 3500a will be submitted

Event description:
No further event information is available at the time of this report.